Manufacturer narrative:
It should be noted the gore dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ additionally, the IFU states, ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a thoracic aortic lesion using a gore® tag® conformable thoracic stent graft with active control system, and an abdominal aortic lesion using a gore® excluder® aaa endoprosthesis. A 24fr gore dryseal flex introducer sheath was used as an accessory during the procedure. After all stent grafts were implanted, an intra-operative angiograph reportedly revealed a rupture at the left external iliac artery. It was reported the access vessel diameter (6mm to 8mm) was smaller than the diameter of the sheath (8.8mm). An additional contralateral limb was implanted to successfully treat the rupture. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ additionally, the IFU states, ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ the nominal body outer diameter of a 24fr gore® dryseal flex introducer sheath is 8.8mm.